Event description:
It was reported that patient is referred for explant due to chest pain with left arm movement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.